Event description:
A report was received that the pt was having difficulty charging. The physician determined that the pocket was too deep and proceeded with a pocket revision. During the pocket revision, the physician decided to replace the ipg with a new ipg as the pt continued to receive an error code. The pt was reportedly doing fine after the revision.